Event description:
I received juvederm xc injections on my right and left cheek area to increase the volume of my face. For the first 24-72 hours I had typical pain, swelling and soreness that I would expect from an injection and it subsided so I was fine. However, 5 days after the injection, I experienced severe left maxillary pressure and a horrible pain on the roof of my mouth. Which kept getting worse until my pain was a 10/10. The pain and pressure was so severe that I went to the ER. I received a CT and was treated for a sinus infection and pain secondary to filler injections. The ER doctor stated that the filler may have blocked a lymph or negatively affected a facial nerve. I received antibiotics and took pain medications for a month. Then I experienced eye pressure and pain. I saw an ophthalmologist who stated migration can sometimes cause mal effects after hua injections, and he referred me to an ent to follow up on my symptoms. Dose or amount: 1ml, frequency: injected once, route: intradermal. Dates of use: (B)(6) 2014. Diagnosis or reason for use: to increase facial volume in the cheek area.